Event description:
It was reported that the inflatable penile prosthesis (ipp) was removed due to unspecified reasons. A new ipp device consisting of 15cm cylinders, pump and 100 ml reservoir was implanted. It was further reported that the explanted cuffs were originally implanted on the same date as removal. The reason for the removal and replacement was unknown.

Event description:
It was reported that the inflatable penile prosthesis (ipp) was removed due to unspecified reasons. A new ipp device consisting of 15 cm cylinders, pump and 100 ml reservoir was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.